Event description:
The facility reported an infusion pump that "shut off". Information was not provided regarding whether or not the device was infusing to a patient when the event occurred. According to biomed, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medication involved, or set up of the infusion device.